Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Product ID: 8782, serial# (B)(4), product type: catheter. Product ID: 8782, serial# (B)(4), product type: catheter. Product ID: 8782, serial# (B)(4), product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) and patient via a manufacturer representative (rep) regarding a patient receiving compounded baclofen (concentration of "4000" and dose of "200") via an implantable pump for intractable spasticity and multiple sclerosis. The patient's medical history included relapsing remitting ms. The patient reported that "several months to a year" they had a lack of effect (reported pre-op, also reported as loss of itb therapy). An indium study showed no cerebrospinal fluid (csf) spread of drug/indium and side-port aspiration was negative for csf. The patient was weaned down from 1300/day to 200/day with no real change in effect. It was stated, "no withdrawal". A catheter revision was performed on (B)(6) 2018. The pump was also replaced at this time and a new pump was placed with 2000 mcg/ml of lioresal. In the operating room, the catheter was noted to be retrograde and there was no csf flow when the catheter was cut. As the catheter was removed, a small amount of csf began to drain via catheter. There were no obvious visual catheter defects noted. A new 8781 catheter was placed with the tip at t10 and positive csf flow. The patient's status was "alive - no injury" and the issue was resolved at the time of this report. On (B)(6) 2018, additional information was received from a rep. Information indicated the units of the dose and concentration were "micrograms". The rep indicated that all 7 catheters were all in the patient's record as previous implants and were all removed on "(B)(6)" (additional follow-up is being performed to confirm records of 3 catheters that were indicated to have been opened, but never implanted). The rep indicated that the surgeon decided to replace the pump because it had an estimated replacement interval (eri) of less than 3 years and was filled with compounded drug. The reason for the catheter becoming retrograde was requested and the rep stated, "not sure if it was implanted that way originally or migrate". On (B)(6) 2018, additional information was received from a manufacturer representative (rep). It reported the dose of the drug was 200 mcg/day and the concentration of the drug was 4000 mcg/ml.